Event description:
The patient reported that they are having trouble with their v-go 40s staying on their stomach. The patient reported that they have been using v-go for four to five years and have never had issues until recently. The patient always places the v-go in the same area. The patient stated that when the v-gos fall off, the needle sticks them and it hurts. The specific amount of occurrences and event dates were not provided. No devices are available for return to the manufacturer for evaluation.